Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed the reported event, the lower case was broken. It was also noted that the upper case was broken, the display lens was cracked, both bail covers were broken, the lead flex cover was broken, the battery contacts were compressed, the battery drawer was broken, and the keyboard was stained. (B)(4).

Event description:
It was reported that the external pulse generator was cracked around its atrial and ventricular outputs. The generator was returned for service. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.